Manufacturer narrative:
The mmsi final tightener was returned for evaluation. Visual examination revealed that the hexlobes on the x-25 driver distal tip had become stripped. A DHR review found no issues that could have caused or contributed to the reported event. Trend analysis found no systemic trends. No issues were identified in the manufacturing and release of these devices that could have contributed to the problem reported by the customer and no systemic trends were identified. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip broke off the di castle tightener during final tightening of the nuts during surgery. The missing component was found and accounted for. The torque driver stripped during the final tightening of the inner nuts.